Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown left saline implant. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent breast with unknown mentor saline prostheses. Deflation on the right breast prosthesis was diagnosed post procedure. As a result, the patient underwent bilateral removal and replacement mentor memorygel breast implant 350cc gel prostheses on (B)(6) 2018. It was also indicated that the left breast implant was torn while removing during surgery. This report is for the right breast prosthesis.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 5/31/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. On 6/19/2018, mentor became aware that the procedure type in the event description was reported incorrectly in the initial report dated (B)(6) 2018. The correct procedure type is primary breast augmentation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary:  the device was received at mentor without fluid.. Yellow material was observed within the device. Yellow material was observed on the shell surface. Visual examination indicates the device appeared intact. No anomalies were found. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. Without the benefit of additional evaluation of the device to include leak testing and microscopic examination, no further conclusion as to the cause of the rent can be determined at this time. The complaint was not confirmed since no anomalies were found on the device. At this point it is not possible determine the origin of yellow material observed in the device. Mentor performs 100% inspection and testing of all devices prior to release. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).